Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to distal stent row 17 with stent struts deformed. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 16.2 cm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during device analysis. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. A 38x2.50mm promus premier drug-eluting stent was advanced but failed to track the lesion. The device was removed with no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damaged.